Event description:
Reprise iii study. It was reported that left bundle branch block (lbbb) occurred. Procedure summary: prior to the index procedure, aspirin and other anticoagulant was given. The patient received loading doses of 300 mg of clopidogrel and 300 mg of aspirin. A lotus introducer was placed and then the aortic valve was treated with balloon valvuloplasty (bav). Unspecified conduction disturbance was noted post bav. The aortic valve was treated with deployment of a 25 mm lotus edge valve. Successful repositioning of the lotus edge valve involved partial re-sheathing of the lotus edge valve in the delivery system catheter and deployment into a more accurate position within the aortic annulus, in accordance with the directions for use. Post procedure summary: on the day post index procedure, the patient developed lbbb. No action was taken to treat the event. At the time of reporting the event was considered recovering/resolving. The patient was discharged on aspirin and clopidogrel. It was further reported that the subject developed new lbbb post bav not one date post procedure as previously reported. The event has been inactivated.

Manufacturer narrative:
B5: it was further reported that the subject developed new lbbb post bav not one date post procedure as previously reported.

Event description:
(B)(6) study. It was reported that left bundle branch block (lbbb) occurred. Procedure summary: prior to the index procedure, aspirin and other anticoagulant was given. The patient received loading doses of 300 mg of clopidogrel and 300 mg of aspirin. A lotus introducer was placed and then the aortic valve was treated with balloon valvuloplasty (bav). Unspecified conduction disturbance was noted post bav. The aortic valve was treated with deployment of a 25 mm lotus edge valve. Successful repositioning of the lotus edge valve involved partial re-sheathing of the lotus edge valve in the delivery system catheter and deployment into a more accurate position within the aortic annulus, in accordance with the directions for use. Post procedure summary: on the day post index procedure, the patient developed lbbb. No action was taken to treat the event. At the time of reporting the event was considered recovering/resolving. The patient was discharged on aspirin and clopidogrel.